Event description:
This lead was implanted on (B)(6) 2009 and was reversed on the header on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).